Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for screening during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician assumed deployment was successful and withdrew the catheter, which caused the clip to dislodge from the tissue, resulting in mucosal damage and superficial bleeding. The procedure was completed using another clip device. There were no patient complications reported as a result of this event.